Event description:
It was reported 6 bd nano¿ 2nd gen pen needle had no insuling flow while priming. The following was recieved by the initial reporter: verbatim: consumer reported needle clog. Stated, no insulin flow when priming.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 6 bd nano¿ 2nd gen pen needle had no insuling flow while priming. The following was received by the initial reporter: verbatim: consumer reported needle clog. Stated, no insulin flow when priming.